Manufacturer narrative:
(B)(4). The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the diagnosis and indication for the initial surgical procedure? Scalp laceration. Patient symptoms- describe the manifestation of the inflammation/erythema (location, severity, appearance, systemic or local reaction) erythema, inflammation on the skin of with a range of about 1-2cm. Please provide information regarding oral antibiotics given to the patient, i.e., name, route, dose? Cefaclor dispersible tablets 0.5 tid. What is the patient's current status? On (B)(6) 2020, at the time of removal stitches, the wound was found healed well. The following information was requested but unavailable: the patient demographic info: bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Did the patient experience an infection? Were cultures performed? Results? Other relevant patient history/concomitant medications? Product code? Please clarify the lot number as 20190103" does not appear to be a valid lot. What is physicians opinion as to the etiology of or contributing factors to this event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent debridement and suture of scalp laceration on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient experienced erythema and inflammation on the skin with a range of about 1 to 2 cm and there was a little pus. Intermittent removal of stitches and local disinfection were given. The patient received oral antibiotics, cefaclor dispersible tablets 0.5 tid, and daily dressing changes. On (B)(6) 2020, at the time of removal stitches, the wound was found healed well. No additional information was provided.